Event description:
The surgeon reported that a leak was noted due to an adjustment failure. The leak was found on the band shell, near the buckle. The lap-band system was removed and replaced. The explanted device will be returned.

Manufacturer narrative:
Taper ii. Allergan has received the product; however, the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment. "Prior to doing an adjustment to decrease the stoma, review the pt's chart for total hand volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the pt has been complaint with nutritional guidelines, the pt may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."